Event description:
It was reported that the patient underwent a surgical procedure in which a second cuff was added to his artificial urinary sphincter (aus) because the patient was experiencing incontinence. Prior to the procedure, the physician performed an ultrasound that showed a full balloon therefore a leak was not suspected. The physician decided to provide extra urethral coaptation using the second cuff. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.